Event description:
It was reported that the marker band on a recovery cone moved up the catheter, approximately 11cm from the tip of the sheath. Reportedly, prior to advancing the recovery cone, the vessel had been pre-dilated with a 7f dilator and then with a 10f dilator. The device was advanced in the patient without any difficulties. Reportedly, the cone was aligned with the apex of the filter; however, the cone would not open. Upon a closer examination, it was identified that the marker band had moved so the cone was still inside the sheath while attempting to open the cone. The procedure was completed successfully with another recovery cone. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all released criteria. The returned device was evaluated. The marker band had detached and moved proximally on the sheath's surface approximately 20.9 cm from the tip of the sheath. It should be noted that it was reported that the vessel was dilated to 7f and then to 10f prior to insertion of the catheter. This was a contributing factor in this event. The current IFU (instructions for use) states: do not use excessive force when manipulating the cone. Excessive force may not damage the catheter or other parts of the recovery cone. Pre-dilate the accessed vessel with a 12 french dilator.